Event description:
Last night, we were using the bedwetting alarm which was new and it malfunctioned. The alarm was set up correctly and placed on my daughter's t-shirt before she went to sleep. She screamed an hour later and was holding her shirt up like something was wrong. We noticed that the alarm burnt her. When I removed it, I burnt my fingers too. It was extremely hot to touch. There were fumes coming out of the alarm. My husband removed the batteries to get it to stop. It was a nightmare. She did not suffer much physically, but mentally. She's scared to use this product. It is not safe or reliable.